Event description:
The investigator reported the pt experienced dystonia bilaterally "only without stimulation". A "component" was explanted; it was unclear if the entire system was explanted. The event resolved. The severity of the event was classified as "moderately severe" and the cause was reported as definitely related to the system components.